Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: due to the limited amount of info provided, the mechanism of failure could not be determined. It was reported that the endocarditis was on the aortic valve and involvement of the pulmonary valve (melody) was unk. The DHR for the melody valve was reviewed and no issues were shown that would have impacted this event. In addition, the sterilization records of this valve were reviewed to find no issues that would have impacted this event.

Event description:
Medtronic received info that at 11 months implant duration, the pt with this transcatheter pulmonary valved conduit had a fever of > 39 c for 6 days. The pt was diagnosed with staphylococcus aureus and was started on antibiotic treatment. A follow-up report stated that the endocarditis was on the aortic valve - involvement of the pulmonary valve (melody) was not reported. Additional info was received that following treatment for endocarditis, an echocardiogram exhibited melody valve stenosis. One year post implant, the invasive gradient was 28mm/hg and balloon dilatation was performed. Following balloon dilatation, there was severe valve regurgitation and a new melody valve was implanted (valve in valve). There were no adverse pt effects reported.